Event description:
The rptr did meter to lab comparison tests, about an hour apart. The meter reading was 203 mg/dl, and the lab test result was 161 mg/dl. Pt did not have any symptoms. A control test was not done until rptr had solution. On followup, the rptr stated that pt may not have inserted the test strip all the way into the meter for the test. Control tests were in range with new solution. Now cleans meter on regular basis. New lab comparison was 122 vs 132 mg/dl. No harm was alleged.